Manufacturer narrative:
Excessive air in the millipore filter: this condition may be related to the outgassing of a solution within the set. This outgassing phenomenon may occur in a set if the infused solution is cold and is warmed to ambiet temperature thus causing the solution to outgas and cause air to from within the solution. The condition of excessive air may also be a result of an inadequate prime of the set causing air to become trapped within the filter housing. Over a period of time, the excessive air may be caused from outgassing and inadequate prime.

Event description:
Account reports twofold issue: 1) two incidents in which leakage occurring during infusion of tpn from the filter and 2) two incidents in which champagne bubbles are being created from the filter during infusion of tpn and usage with flo-gard pump. Writer inquired if bubbles were migrating past the filter and reporter stated the issue is occurring with a 81 y/o homecare pt and add'l details would not be available. Writer inquired if there was any pt compromise and reporter stated, "no, just loss of sleep due to pump alarming". Reporter added that the pt has been receiving this therapy for four years without difficulty with the old filter.